Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. During the procedure and while outside the patient, a 2.5mm x 15mm quantum¿ maverick¿ balloon catheter shaft fracture was noted. The device was completely removed and the procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During the procedure and while outside the patient, a 2.5mm x 15mm quantum¿ maverick¿ balloon catheter shaft fracture was noted. The device was completely removed and the procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 72.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).